Manufacturer narrative:
The device was evaluated. The analysis indicated that as a result of initial checkout, it was noticed dirt/rust on nose, bearing, o-ring and bearing resulted in deterioration. It was also noticed that abnormal noise occurred when the motor was activated. The device was disassembled and cleaned. Some parts including motor cable assy, nose, ball, o-ring and bearing were replaced. Final performance checkout was conducted and it was confirmed there was no issue with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The visao hand-piece was returned for analysis. Initial inspection could not verify the reported event of the tip of the device slightly overheating. The initial inspection indicated that the bur can't be inserted to this hp so the overheating test was not done. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while the drill was used, the drill tip slightly overheated, and had difficulty removing the disposable bur guard. The procedure was continued and completed successfully. There was no patient impact or injury.